Manufacturer narrative:
Although the coating of the boot is impervious, the seams are not. Therefore, the boot covers as a whole are only meant to withstand splashing, not excessive amounts of fluid. The boot covers are not meant to be used in situations where the boot cover would be soaked. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
A report was received that during a two hour ortho procedure with much fluid at the shoulder, the surgeon's shoes had blood strikethrough. The strikethrough was located at the bottom of the shoe cover where blood went through the seam. The user facility was not precise if blood reached the doctor's skin and if the doctor's skin was intact. Kimberly-clark has no independent knowledge of the event reported, but is relying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.